Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.